Event description:
A falsely elevated troponin result was obtained on the dimension rxlmax analyzer. The result obtained was 3.23 ng/ml. The result was reported, but it was questioned by the physician. The sample was repeated on the same analyzer and also on an alternate analyzer. The result were 0.05 ng/ml and 0.01 ng/ml, respectively. Another sample was drawn and run on both analyzers. The results were 0.13 ng/ml and 0.02 ng/ml respectively. There was no adverse health effects since the falsely elevated troponin result questioned by the physician and the sample was rerun. The reason for the falsely elevated result is most likely contamination. Customer cleaned the sample drain per instructions from a dade behring representative. This corrected the problem.